Event description:
It was reported that there was a volume discrepancy. The actual volume was less than the expected volume. This was believed to be about 17ml with an 18ml pump. A catheter study was attempted but the hcp was unable to get any cerebrospinal fluid from the access port. The plan was to replace both the catheter and pump. The patient experienced an underdose with increased baseline pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.